Event description:
The doctor reported that: the pt was undergoing dissection of a thoracic aneurysm. Approximately 1000cc of fluid had been aspirated from the pericardial sac. The pt was being ventilated through a tracheotomy tube by the anesthesia machine. The trach tube was obscured from view by a drape. During placement of a pulmonary artery catheter, the pt arrested, no alarms were noticed by the surgeon or the anesthesiologist. The drape was removed in response to the arrest and it was observed that the breathing circuit had disconnected at the trach tube. The circuit was reconnected and CPR was performed. It was reported that the pt had brain damage.